Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. There were no relevant non-conformances found (with this serial number). There were no similar complaints reported for this serial under investigation (with the same event code). The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, the ophthalmic system cutter stopped in middle of the case. Procedure details and patient impact have not been provided. Additional information has been requested, none received till date.